Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care dental floss to clean teeth (route: dental, lot number 0593d, frequency and expiration date unspecified). The consumer stated that, on (B)(6) 2014 the metal cutter broke from the spool holder while cutting the floss and the flosser had a jagged edge. The broken part also included inner parts and plastic assembly of the flosser. The consumer attempted to reinsert the part back into the container but it did not go back in. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 09-apr-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 10-feb-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care dental floss to clean teeth (route: dental, lot number 0593d, frequency and expiration date unspecified). The consumer stated that, on (B)(6) 2014 the metal cutter broke from the spool holder while cutting the floss and the flosser had a jagged edge. The broken part also included inner parts and plastic assembly of the flosser. The consumer attempted to reinsert the part back into the container but it did not go back in. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on 21-mar-2014. The field sample had not been received for evaluation. The final packaging records were reviewed and all quality checks for all in-process testing met specification. The retained samples were evaluated and the device dispensed properly and did not present defect on the cutter, and neither the insert. The review of the manufacturing related issues documentation did not reveal issues associated to insert breakage or pop out defect during the period evaluated. In addition, no unfavorable trend was observed for the categories and lot number reported. Based on the investigation, it could be concluded that the device met specification. Case was closed with a disposition of undetermined. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2014. This closes out this report unless other additional significant information is received.